Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the there is poor perforation with packaging with a bd 10ml syringe. This occurred with 10 packages. The following information was provided by the initial reporter: I would like to provide so feedback on the packaging or your 10ml luer-lok (ref 302149) syringes. Many times per week I need to throw away a number of syringes, as when tearing them apart along the perforated edges, they don¿t tear cleanly and tear through the packaging to make the item non-sterile. A number of other staff have voiced they also have this problem.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10

Event description:
It was reported that prior to use the there is poor perforation with packaging with a bd 10ml syringe. This occurred with (B)(4) packages. The following information was provided by the initial reporter: I would like to provide so feedback on the packaging or your 10ml luer-lok (ref 302149) syringes.many times per week I need to throw away a number of syringes, as when tearing them apart along the perforated edges, they don¿t tear cleanly and tear through the packaging to make the item non-sterile. A number of other staff have voiced they also have this problem.